Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 clinical chemistry analyzer, and identified the failure mode as a defective vacuum valve. The fse replaced the vacuum valve to resolve the issue. Customer phone number: (B)(6). (B)(4).

Event description:
The customer from the (B)(6) reported to beckman coulter the generation of erroneously low urea patient results and qc recovery imprecision on au680 analyzer. No patient demographics were provided. There was no report of change to patient treatment or injury associated with this event.